Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when product was being used, the blue connectors were not sealing properly which caused leakage. The event occurred during use on patient. There was no medication used with this product. There was no delay in therapy. The product was not reprocessed or re-sterilized prior to use. There was a patient involvement and there was no patient harm.